Event description:
It was reported that a large volume infusor overinfused during patient infusion. The device was expected to deliver 240 ml of morphine, lidokain, dexamethasone, normal saline, and one more non-baxter drug in 5 days but delivered the entire contents in 2 days. The drugs were filtered during compounding. The access site was the patient¿s chest, using a central catheter. The infusor¿s flow restrictor was placed lower than the reservoir (exact height difference unknown). A patient control module (pcm) was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13j072 was manufactured september 24, 2013 - september 26, 2013. Evaluation summary: the device was returned for evaluation with approximately 109 ml of solution in the bladder. The device had a patient label listing the drugs lidocaine, morphine, and 0.9% sodium chloride. Flow was visually observed at the distal luer. After letting the solution in the bladder empty, the device was refilled for a functional flow rate test. The flow rate test was performed for 112 hours, and the flow rate was found to be within the specification range of the product. The reported problem was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.